Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported 'dark spot, burn on liquid crystal display (lcd)', which was reproduced during evaluation. Visual inspection found the cause was a burn damaged lcd. The lcd were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced burned liquid crystal display (lcd) and had a dark spot there was no patient involvement. No additional information is available.